Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had experienced a fall. System evaluation noted no tones with the use of a magnet or a stethoscope. Additionally, interrogation was unsuccessful and no pacing was observed as the device had been programmed to a lower rate limit (lrl) of 80ppm but an intrinsic rate of 55bpm was noted. The device was explanted and returned for testing. No adverse patient effects were reported.